Event description:
It was reported that a clearlink, paclitaxel set leaked from the joint. It was further reported that a small amount of liquid was seen on the floor at the base of the pump. The issue was identified towards the completion of a taxol patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.